Event description:
It was reported that a malfunction alarm occurred. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer whether levels exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin therapy.